Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 18 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problems and the procedure was completed with another of the same device. No patient complications nor injuries were reported.